Manufacturer narrative:
The cec agreed that a non-q wave mi occurred and was procedure-related. The following additional details were received from the clinical events committee (cec) meeting minutes: upon removal of the angioguard rx ecgw, no debris was found in the filter. The site reported a 10% final residual in-lesion stenosis. In the early morning on (B)(6) 2013 the patient developed a cardiac arrest as he was convalescing on the floor. The patient was intubated and placed on mechanical ventilation. The cardiology consultation report noted that the cardiac arrest was due to a brief rhythm disturbance precipitated by acute mi, most likely a non-st elevation mi involving the anteroseptal wall based on ECG and echocardiography, showing local wall motion abnormalities in the septal area. Per progress note on (B)(6) 2013, the patient remained sedated, intubated and ventilated, but when awake, was moving all extremities and following commands. He had a drop in hemoglobin to 6.6 requiring transfusion of blood; at this point, a planned coronary intervention was canceled. He was noted to have myelodysplastic syndrome and von willebrand¿s disease. He remained on asa and clopidogrel. Progress note on (B)(6) 2013 reported that the patient was extubated and was on oxygen per nasal cannula. He was delusional, requiring sedation and ativan, but otherwise was neurologically intact with nih stroke scale score at 2, ¿explainable deficits to patient¿s disorientation.¿ per nih score worksheet, there was one out of two loc question answered and mild dysarthria and the rankin stroke scale score was 0. He was also diagnosed with pneumonia, later confirmed to be (B)(6). There were also loose stools. Per consultation report, a head CT scan was negative for acute infarct or bleed. A CT scan of abdomen was negative for any bowel ischemia. The hospital course was also complicated by acute systolic heart failure with pulmonary edema treated with lasix. Upper airway bleeding due to mucosal injury was noted in the discharge summary. The patient¿s delirium significantly improved and he was not having any residual deficits on discharge. Per notes, the patient was alert and oriented to person, time and place and there were no any focal neurological deficits. He was discharged on (B)(6) 2013 on asa and clopidogrel. The discharge diagnoses included non- st elevation mi, status post cardiac arrest, chronic kidney disease, acute systolic heart failure with pulmonary edema, (B)(6) pneumonia, delirium, metabolic encephalopathy, upper airway bleeding due to mucosal injury. Additional medical history included: dyslipidemia, and previous tia. Additional lab results/tests provided: on (B)(6) 2013 at 05:45, the ck was 1307 (nl 170, ratio 7.69) and the ckmb was 62.0 (nl 5, ratio 12.4). On (B)(6) 2013 at 06:31, the ck was 1332 (nl 170, ratio 7.8) and the ckmb was 59.2 (nl 5, ratio 11.84). On (B)(6) 2013 at 12:00, the ck was 1146 (nl 170, 6.74) and the ckmb was 41.3 (nl 5, 8.26). On (B)(6) 2013 at 16:45, the ck was 1047 (nl 170, 6.16) and the ckmb was 36.4 (nl 5, 7.28). On (B)(6) 2013 at 03:55, the ck was 909 (nl 170, ratio 5.35), the ckmb was not tested. Additional medications given to the patient post procedure are as follows: ativan. Please note that due to the new information, additional patient codes have been added: neurological deficit/dysfunction, and heart failure. Additional information is pending and will be submitted 30 days upon receipt.

Event description:
According to the (B)(6) registry, a patient suffered from a non-q wave myocardial infarction (mi) the day after the patient had an 8x30mm precise pro rx stent deployed in the carotid artery. The patient was sent to the ICU after being revived from a code blue. The patient was discharged two weeks later in stable condition. The target lesion was located in the ostium of the right internal carotid artery with a length of 10mm and a diameter of 6mm. The ulcerated lesion was moderately calcified with 90% stenosis. The vessel was a type ii arch vessel with mild tortuosity. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was symptomatic with visual disturbances and dizziness. During the carotid artery stenting procedure, a 7mm angioguard rx embolic protection device was inserted and deployed past the target lesion. Then, an 8x30mm precise pro rx stent was inserted and successfully deployed at the target lesion. The final target lesion stenosis was 5%. Then the angioguard rx was retrieved and found to have debris in the basket. There was no documented presence of air bubbles. The patient tolerated his procedure without apparent complications and remained stable throughout the night. However, the day after the procedure, the patient appeared to lose consciousness while talking, his head went to the left side and postured similar to a seizure with twitching. A code blue was called, and the patient began breathing, although labored, irregular and gasping. Patient was intubated and transferred to the ICU. He was later diagnosed with a non-q wave mi. The patient was scheduled for cardiac catheterization; however, it was considered unsafe due to his low platelet and hemoglobin level. After that, the patient was seeking treatment for pneumonia. The patient was discharged to a transitional care unit in stable condition two weeks after the mi. The discharge nih score was 2 due to deficits in the patient's orientation, and the rankin score was 0.

Manufacturer narrative:
This is the initial and final report. Complaint conclusion: according to the (B)(4) registry, a patient suffered from a non-q wave myocardial infarction (mi) the day after the patient had an 8x30mm precise pro rx stent deployed in the carotid artery. The patient was sent to the ICU after being revived from a code blue. The patient was discharged two weeks later in stable condition. The patient is an (B)(6) male with a medical history of coronary artery disease, coronary percutaneous revascularization, hypertension, hyperlipidemia and smoking. The target lesion was located in the ostium of the right internal carotid artery with a length of 10mm and a diameter of 6mm. The ulcerated lesion was moderately calcified with 90% stenosis. The vessel was a type ii arch vessel with mild tortuosity. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was symptomatic with visual disturbances and dizziness. During the carotid artery stenting procedure, a 7mm angioguard rx embolic protection device was inserted and deployed past the target lesion. Then, an 8x30mm precise pro rx stent was inserted and successfully deployed at the target lesion. The final target lesion stenosis was 5%. Then the angioguard rx was retrieved and found to have debris in the basket. There was no documented presence of air bubbles. The patient tolerated his procedure without apparent complications and remained stable throughout the night. However, the day after the procedure, the patient appeared to lose consciousness while talking, his head went to the left side and postured similar to a seizure with twitching. A code blue was called, and the patient began breathing, although labored, irregular and gasping. Patient was intubated and transferred to the ICU. He was later diagnosed with a non-q wave mi. The patient was scheduled for cardiac catheterization; however, it was considered unsafe due to his low platelet and hemoglobin level. After that, the patient was seeking treatment for pneumonia. The patient was discharged to a transitional care unit in stable condition two weeks after the mi. The discharge nih score was 2 due to deficits in the patient's orientation, and the rankin score was 0. The precise stent was implanted, and therefore not available for analysis. A device history record (DHR) review of the product¿s lot was conducted and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A myocardial infarction (mi) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. A non-q-wave myocardial infarction is characterized by a lack of development of abnormal q waves and by the appearance of reversible st-t-wave changes with st depression. The most common cause of an mi is coronary atherosclerosis, a gradual process by which plaques of cholesterol are deposited in the walls of the coronary arteries, leading to coronary artery disease. While an mi is provided in the IFU as a potential complication with carotid stent implantation, the procedure does not directly affect the heart, but rather indirectly with the physical stress of the surgical procedure. It is known that the patient has a history of coronary artery disease, hyperlipidemia, and hypertension, as well as a surgical history of a coronary percutaneous revascularization. Review of the information provided suggests that the progression of the patient¿s coronary artery disease contributed to the reported event. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken. Concomitant medications: heparin was given during the procedure. Pre and post-procedure medications included aspirin and plavix. Concomitant devices: 7mm angioguard rx, catalog number 701814rmc, lot number 70713423.

Manufacturer narrative:
Complaint conclusion: according to the sapphire registry, a patient suffered from a non-q wave myocardial infarction (mi) the day after the patient had an 8x30mm precise pro rx stent deployed in the carotid artery. The patient was sent to the ICU after being revived from a code blue. The patient was discharged two weeks later in stable condition. The patient is an (B)(6) male with a medical history of coronary artery disease, coronary percutaneous revascularization, prior tia, hypertension, hyperlipidemia and smoking. The target lesion was located in the ostium of the right internal carotid artery with a length of 10mm and a diameter of 6mm. The ulcerated lesion was moderately calcified with 90% stenosis. The vessel was a type ii arch vessel with mild tortuosity. The nih and rankin stroke scale scores were both 0 at baseline, and the patient was symptomatic with visual disturbances and dizziness. During the carotid artery stenting procedure, a 7mm angioguard rx embolic protection device was inserted and deployed past the target lesion. Then, an 8x30mm precise pro rx stent was inserted and successfully deployed at the target lesion. The final target lesion stenosis was 10%. Upon removal of the angioguard rx ecgw, no debris was found in the filter. There was no documented presence of air bubbles. The patient tolerated his procedure without apparent complications and remained stable throughout the night. However, the day after the procedure, the patient appeared to lose consciousness while talking, his head went to the left side and postured similar to a seizure with twitching. He was convalescing on the floor. A code blue was called, and the patient began breathing, although labored, irregular and gasping. Patient was intubated, put on mechanical ventilator and was transferred to the ICU. He was later diagnosed with a non-q wave mi. The cec agreed that a non-q wave mi occurred and was procedure-related. The cardiology consultation report noted that the cardiac arrest was due to a brief rhythm disturbance precipitated by acute mi, most likely a non-st elevation mi involving the anteroseptal wall based on ECG and echocardiography, showing local wall motion abnormalities in the septal area. The patient remained sedated, intubated and ventilated, but when awake, was moving all extremities and following commands. He had a drop in hemoglobin to 6.6 requiring transfusion of blood. He was noted to have myelodysplastic syndrome and von willebrand¿s disease. He remained on asa and clopidogrel. The patient was scheduled for cardiac catheterization; however, it was considered unsafe due to his low platelet and hemoglobin level. Two days later, the patient was extubated and was on oxygen per nasal cannula. He was delusional, requiring sedation and ativan, but otherwise was neurologically intact with nih stroke scale score at 2, ¿explainable deficits to patient¿s disorientation.¿ per nih score worksheet, there was one out of two loc question answered and mild dysarthria and the rankin stroke scale score was 0. He was also diagnosed with pneumonia, later confirmed to be mrsa. There were also loose stools. Per consultation report, a head CT scan was negative for acute infarct or bleed. A CT scan of abdomen was negative for any bowel ischemia. The hospital course was also complicated by acute systolic heart failure with pulmonary edema treated with lasix. Upper airway bleeding due to mucosal injury was noted in the discharge summary. The patient¿s delirium significantly improved and he was not having any residual deficits on discharge. Per notes, the patient was alert and oriented to person, time and place and there were no any focal neurological deficits. The patient was discharged to a transitional care unit in stable condition two weeks after the mi. The discharge diagnoses included non- st elevation mi, status post cardiac arrest, chronic kidney disease, acute systolic heart failure with pulmonary edema, mrsa pneumonia, delirium, metabolic encephalopathy, upper airway bleeding due to mucosal injury. The precise stent was implanted, and therefore not available for analysis. A device history record (DHR) review of the product¿s lot was conducted and showed that this lot of products met all requirements per the applicable manufacturing quality plan. A myocardial infarction (mi) results when a coronary vessel becomes completely obstructed and blocks the vessel from supplying blood to the heart muscle, causing the heart muscle to die. A non-q-wave myocardial infarction is characterized by a lack of development of abnormal q waves and by the appearance of reversible st-t-wave changes with st depression. The most common cause of an mi is coronary atherosclerosis, a gradual process by which plaques of cholesterol are deposited in the walls of the coronary arteries, leading to coronary artery disease. While an mi is provided in the IFU as a potential complication with carotid stent implantation, the procedure does not directly affect the heart, but rather indirectly with the physical stress of the surgical procedure. It is known that the patient has a history of coronary artery disease, hyperlipidemia, and hypertension, as well as a surgical history of a coronary percutaneous revascularization. Review of the information provided suggests that the progression of the patient¿s coronary artery disease contributed to the reported mi. The acute systolic heart failure that occurred is a cardiac condition that occurs when a problem with the structure or function of the heart impairs its ability to supply sufficient blood flow to meet the body's needs. It is most likely that the patient¿s mi led to the heart failure reported since the mi occurred in the anteroseptal wall of the heart (important for systolic function) and local wall motion abnormalities in the septal area was noted after the mi. The delirium that occurred after the patient was intubated could be due to many factors. However, since the patient had been extubated and had a low hemoglobin level, it is mostly that the delirium may have been related to the low oxygen level in the patient. It was also provided that the patient had a diagnosis of metabolic encephalopathy, which can be caused by low oxygen levels and lead to delirium. However, the actual cause of the delirium is unknown. The upper airway bleeding is most likely related to injury that occurred due to the intubation. There is no information to suggest that there is a design or manufacturing related issue, therefore, no corrective action will be taken.